Event description:
It was reported the system had a charger error. The system was able to boot up but unable to perform fluoroscopic images, there is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.